Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03181 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a band ligation procedure in the lower esophagus performed on (B)(6) 2013. According to the complainant, during testing outside of the patient, the device was unable to deploy the band. The was no difficulty setting up the device, and the handle was able to be turned. No damage was noted to the device, or its packaging. A second device experienced the same issue. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found five bands remaining on the ligator head. The trip wire was not cinched into the handle slot, and the handle slot showed no indications that the wire had been previously cinched into the slot. The investigation concluded that the trip wire was not secured during device setup impacting the deployment activity of the bands during use. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03181 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a band ligation procedure in the the lower esophagus performed on (B)(6) 2013. According to the complainant, during testing outside of the patient, the device was unable to deploy the band. The was no difficulty setting up the device, and the handle was able to be turned. No damage was noted to the device, or its packaging. A second device experienced the same issue. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.